Event description:
Patient's caregiver called in to report that the patient is currently admitted to the hospital since (B)(6) with an infection. Patient's caregiver stated that they received an unidentified service required error code the night the patient went to the hospital, but they were too worried about getting the patient to the hospital that they didn't call in to report. After reviewing the device event log, it was identified that r2018 (r-wave signal integrity error) was logged. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.